Event description:
It was reported this iliac stent was placed in the axillary artery. Following placement and post balloon dilatation. The stent did not appear to open completely. A biliary stent was then placed inside of this stent. Difficulty encountered during removal of the biliary stent's delivery system resulted in a portion of the delivery system detaching and remaining in the pt. Another stent was then placed to successfully secure the detached segment to the vessel wall. The procedure outcome was successful and the pt's condition good. This device remains implanted. Therefore, no failure analysis will be available. As a lot number for the device was not provided, a device history search could not be performed. This device was used in a non-indicated procedure, axillary artery stent placement. Co believes user technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "the wallstent iliac endoprosthesis is indicated for use following suboptimal percutaneous transluminal angioplasty (pta) of common and/or external iliac artery stenotic lesions which are (less than or equal to) 10 cm in length...if necessary, balloon dilatation may be performed after stent implantation in order to obtain the maximum lumen diameter for the stent. The balloon catheter should be correctly sized to match the diameter of an adjacent normal semgment of undiseased artery. To minimize the possibility of stent dislodgment, the use of a new balloon catheter is recommended."